Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient¿s ipg site wound had reopened. The patient was treated with antibiotics, however; issue persisted. There was fluid discharge form the wound but no infection was confirmed. Surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue. Reportedly, the wound has heeled and the patient has recovered.